Manufacturer narrative:
Evaluation results: the product was received incomplete. The paddle lead was cut into three pieces (consistent with explant damage). Microscopic inspection of the lead segment revealed burn damage in several locations consistent with an electrocautery instrument. The paddle and stimulation electrode matrix were in good condition. The terminal ends were also in good condition. No anomalies were observed. The lead was incomplete; therefore, functional testing was not performed. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05391. The pt received her scs system on (B)(6) 2011, including an ipg and a paddle lead. It was reported the pt was not receiving enough pain relief. As a result, the pt's ipg and paddle lead were explanted. During the surgical procedure, the dr noticed numerous exposures of the lead, as well as kinking of the lead tail. The dr was unsure if the lead's insulation was burned due to the explant procedure. No further info is available at this time.